Manufacturer narrative:
No information. Please note that this device was used in an off-label manner, as it was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Product ID 3889-28, lot# va1yv35, serial#, implanted: (B)(6) 2019, explanted, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient has a scs battery implanted with interstim leads. The patient stated they have pain but that is not the reason for the implant. The doctor uses an scs ins in order to accommodate 2 leads (left and right sides). The patient stated they feel stimulation on one side but not the other and they had previously found some impedance issues. Patient stated they had imaging done and the leads looked good and were still in the right place. Technical services reviewed general expectations regarding stimulation sensation. Because the patient's system is off label their physician was in the best position to address their questions and concerns. The patient was redirected to their healthcare provider to further address the issue.